Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not know the blood glucose reading. He stated that this was a past event that had been resolved prior to the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.